Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was noted that this patient was very sick and had a medical history of being on the transplant list, ef 10% with apical aneurysm in left ventricle, and pre-existing effusion, that may have contributed to this event. Nearing the end of the procedure, the patient¿s heart rate and blood pressure lowered. The effusion was noted by the ultrasound and a pericardiocentesis was performed. There was already a small effusion and a left ventricular aneurysm was noted before the procedure started. Additional information was received regarding the event. During ablation in the left ventricle, the patient¿s heart rate did not drop. The patient was bi-v paced, however pressure did decrease a little. There was no transseptal puncture performed on the patient. Anticoagulation maintained the act at 300-350s. The patient stabilized and they were admitted to the floor. There is no information about the hospitalization. The physician stated that he believed that the catheter went through the aneurysm area and did not think there was an issue with the catheter. Settings during the event include: power control titrated up to 20-25 watts / irrigation flow setting - 17-30ml/min pending on watts. The time for ablation at the site ranged from 10-40 seconds per lesion.

Manufacturer narrative:
(B)(4). Concomitant products: carto 3 system (model # m-4800-01, serial # (B)(4)), stockert 70 system (model # m-5463-01, serial # (B)(4)), coolflow pump (model # unknown, serial # unknown), reprocessed soundstar catheter by stryker (model # unknown, lot # unknown). (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).